Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.

Event description:
Biomed reported unknown med should have infused at 60 ml/hr, but entire liter infused in 1 hour, 20 minutes. Biomed ran device and it appeared to be infusing correctly. No patient harm reported, and no other patient or event information is available. Device received and investigation is ongoing. Follow-up report will be filed when investigation is completed.